Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she recently had a blood glucose level around 20 mg/dl. Customer stated that the low blood glucose level was caused be a stomach virus. Customer also reported losing her transmitter, and refused troubleshooting for low blood glucose levels. Blood glucose level was 22 mg/dl at the time of the call. No further information was provided.